Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Ileus caused by blood clot at ileo jejunostomy ¿ blood in remaining part of the gastric leftover. Was buttress material used? No. What color cartridges were used? Blue for the gastric pouch. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What was the total estimated blood loss (ml)? Transfusions 6 units of erythrocytes. Was a transfusion required? Yes, transfusions 6 units of erythrocytes. How was the bleeding addressed? Revision on day after surgery ((B)(6) 2021). What was the pre and postoperative anti-coagulant and pain management protocol? 40mg inhixa. What is the current patient status? As of last information still in ICU but stable. After ICU - release of the patient on (B)(6) 2021.

Event description:
It was reported that 24 hours after a gastric bypass, the patient had to have post-op revision intensive care unit with blood. No more information available at this time.